Manufacturer narrative:
(B)(4).

Event description:
It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.